Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, at four-minute mark into the ablation phase, a fluid loss alarm of 20cc/min occurred and a cervical leak was subsequently noticed. At this point, a second tenaculum was placed and the procedure was successfully completed. Upon examination at the end of the case, a cervical burn was noted. The burn was not classified by the physician and did not require any treatment. The patient's condition at the conclusion of the procedure was reported to be "good". An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.